Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 33 mg/dl. The customer has not treated. The customer has been experiencing low blood glucose last night. Customer stated the most recent set change was still change set today. The customer was advised to monitor their blood glucose carefully. The customer was advised to call back after battery cap come and then see if the cap is fixing the issues. The customer was unable to troubleshoot failed battery test since she had not received battery cap yet and could not determine if the pump is malfunctioning or if the cap will fix the issue.